Event description:
It was reported to st. Jude medical that the device was explanted 11 months post-implant when the battery voltage was found to be 2.6v. Based upon settings the calculated battery voltage should be approximately 2.95 volts. The device was explanted.